Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Good faith efforts (gfe) confirmed there was no sound and there was a speaker inop. Message present. The philips remote service engineer (rse) gave the customer a quote for a replacement speaker to resolve their issue. A philips field service engineer (fse) arrived onsite to replace to the speaker assembly. Once the speaker assembly was replaced, the device returned to working specification. No further investigation or action is warranted at this time.

Event description:
It was reported there was a speaker malfunction. It was confirmed there was no sound coming from the device. The device was not in use on a patient at the time of event, there was no adverse event reported.